Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the mpd (mains power distribution) control unit was defective which was causing the reported issue. The cause of the mpd control unit failure could not be conclusively determined by the supplier's part analysis however, the replacement of the mpd control unit by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.